Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the instrument data and verified that the customer did run advanced clean prior to replacing the integrated multi-sensor technology (imt) sensor. During troubleshooting with the ccc, the customer bleached the imt system with hot water through the sample vent port and ran auto alignment on the imt module without error. The customer reset the system, replaced the imt sensor and calibrated the system, resulting satisfactory. The customer ran electrolytes quality controls (qc), which failed with measurement errors. The customer reset the pogo pins and reseated the multi-sensor. The customer reran sodium (na) qc, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse discovered bubbles in the standard b line. The cse primed the line and power flushed it. The cse rebuilt the rotary valve, and aligned it. The cse ran quick check, which passed. The cse ran patient samples on the alternate dimension vista instrument, and the results did not match. The cse contacted the regional support center (rsc), who instructed the cse to repeat power flushing the imt. The cse replaced the rotary valve, and no changes were observed. The cse then replaced the imt module and aligned it. The cse ran total service methods, primed the system and ran quick check, which passed. The cse ran calibration and dilution check, which passed. The cse ran qc, resulting acceptable. The cse ran patient comparisons on the original dimension vista instrument and two others, and the results matched. The cause of the discordant, falsely depressed (na) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.